Manufacturer narrative:
(B)(4). Additional information: the device was returned in good physical condition. The device was tested on generator and was functional, activating when each of the max and min activation buttons were depressed, but no continuous activation occurred during any functional testing as reported in the event description. The device was disassembled and no anomalies were found with the activation of the device. Additionally the button assembly was disassembled and inspected for evidence associated with switch button non functional and no anomalies were found. It could not be determined why reportedly the device kept being activated after releasing the activation buttons. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis.

Manufacturer narrative:
(B)(4). Device evaluation - no device received for analysis at time of submission of 3500a. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Event description:
It was reported that during a hysterectomy, neither the max nor the min buttons returned to the home position after each button was pressed. (The device continued to activate when the button was not returned) the doctor said that he pushed the button in the opposite direction of being actuation. No one got burned. The blade tip was not broken off and no pieces fell into the patient. Another device was used to complete the case. There were no adverse consequences to the patient.